Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had blank display. Customer was changing the battery. Customer stated the display was not blank for less than 30 seconds and did not return. Display did not return after the insulin pump was restarted. Customer stated the contacts on the battery cap were not missing or damaged. Battery compartment was not corroded or damaged. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Customer returned insulin pump for an alleged blank display found on october 15, 2021. Insulin pump was received with a blank flashing white display with audio beep alert. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to blank flashing white display with audio beep alert. Unable to generate power management graph due to blank flashing white display with audio beep alert. Unable to download history files and traces using thus due to blank flashing white display with audio beep alert. Insulin pump was cut open to perform visual inspection and found a cracked liquid crystal display controller (electrical board). Corrosion was found on the electrical board 2. No corrosion or moisture damage found on the force sensor, motor or vibrator¿assembly noted. The original electrical board 1 was installed and swapped out with a working test electrical board 2, case, internal battery and motor. Powered the insulin pump on using the battery simulator and a blank flashing white display with audio beep alert noted. The original electrical board 2 was installed and swapped out with a working test electrical board 1, case, internal battery and motor. Powered the insulin pump on using the battery simulator and a blank solid white display noted. A blank flashing white display with audio beep alert was confirmed due to a cracked liquid crystal display controller (electrical board). The test p-cap and reservoir locked properly into reservoir compartment. However, a cracked retainer¿was noted during testing. The following were also noted during visual inspection: a cracked keypad overlay, a pillowing keypad overlay, a cracked battery tube threads, a scratched case and a cracked case behind the insulin pump near the battery tube compartment. A cracked retainer was confirmed. Unable to download history files and traces using thus was confirmed due to blank flashing white display with audio beep alert. A blank flashing white display with audio beep alert was confirmed due to a cracked liquid crystal display controller (electrical board). During visual inspection, corrosion was found on the electrical board 2. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.